Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('lost one essure micro-insert') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("essure insertion was very painful"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("one of the essure inserts was found in the uterus"), dizziness ("fel extremely faint"), vomiting ("vomited"), abdominal pain ("cramping"), genital haemorrhage ("bleeding"), rash ("stomach rash"), menometrorrhagia ("heavy bleeding with shorter cycles"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("sex too painful"). The patient was treated with codeine, morphine, naproxen (naxopren), paracetamol and surgery (planned surgery for (B)(6) 2014 of removal). At the time of the report, the abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain, procedural pain, rash and vomiting to be related to essure. The reporter commented: planned surgery for (B)(6) 2014 of removal, planned a bilateral salpingectomy with a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: uterine observation to find endometriosis, just found one of 2 essure micro-insert in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('lost one essure micro-insert') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("essure insertion was very painful"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("one of the essure inserts was found in the uterus"), dizziness ("fel extremely faint"), vomiting ("vomited"), abdominal pain ("cramping"), genital haemorrhage ("bleeding"), rash ("stomach rash"), menometrorrhagia ("heavy bleeding with shorter cycles"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("sex too painful"). The patient was treated with codeine, morphine, naproxen (naxopren), paracetamol and surgery (planned surgery for (B)(6) 2014 of removal). At the time of the report, the abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain, procedural pain, rash and vomiting to be related to essure. The reporter commented: planned surgery for (B)(6) 2014 of removal, planned a bilateral salpingectomy with a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy on (B)(6) 2014: uterine observation to find endometriosis, just found one of 2 essure micro-insert in uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.